Event description:
Physician inserted device than needed to relocate. When doing so, the filter deployed. Unable to move from, had to reinsert another device. The device deployed part of the way out of the sheath without surgeon "firing". It released too easily, so we had to completely fire the device and get a second device for the other side to deploy.